Event description:
During placement of carotid stent via femoral approach, tip of stent or introducer fragmented but was able to be retrieved without harm to patient. During initial exchange with a 90 cm, 6fr destination sheath, angiogram revealed a double kink in the internal carotid artery. Sheath was pulled back by surgeon to the base of neck, which straightened kink. Spider filter wire then placed into the internal carotid past the lesion. Then placed a nexstent into internal carotid artery and common carotid artery. Post balloon dilation with a 4-mm balloon done with atropine protection. Excellent result per angiography. Then, difficulty arose as filter wire was removed. The capture filter wire and sheaths would not go all the way to the filter. Md realized this was due to tip of the stent or introducer that had been left behind on the wire where he had pulled the stent back. Stent tip did catch on the destination sheath on the way out. Md had to remove the filter wire without capturing the filter wire back in the sheath- he basically used the sheath as the capture device. All fragments were identified and none retained by patient.====================== manufacturer response for carotid stent with filter protection, nexstent======================retrieved for further testing.